Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem would not power on. The battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The flash memory had an intermittent bga connection. Investigation of bga chips completed. See (B)(4). Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. There was no adverse event that resulted from the damaged charger.